Event description:
The device operator claims that after a latex sensitive pt had blood drawn with a deroyal latex safe tourniquet, a severe rash with red welts developed on the skin of the patient's arm in the area where the torniquet touched.